Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient began to ¿feel low¿ and tested her bg meter reading, which was 59 mg/dl while her cgm was reading 182 mg/dl. The patient self-treated with unspecified food and/or drink as well as, glucose tablet/gummies. However, at some point, the patient was unable to lift her limbs and lost consciousness while sitting in a chair. It was not specified how long the patient was unconscious. After the patient regained consciousness, she reported feeling fatigue and brain fog. There was no documentation of the patient seeking assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.